Event description:
Customer's mother reported via phone call that the customer was at work and the insulin pump alarmed battery out limit and the keypad locked up. Mother stated that the customer's blood glucose the morning of the call was 400 mg/dl and he went to the emergency room to get back up plan and treated with manual injections. It was stated that the device alarmed after battery change and customer was unable to clear the alarm. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.